Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient "spiked a fever" 5 days after this event and through lab data confirmed that the patient developed (B)(6).

Manufacturer narrative:
Correction from initial report: initial reporter. The customer¿s report of leaking from the needleless valve after the syringe was removed was not confirmed or replicated. The set was visually inspected and no anomalies were observed. Visual inspection under magnification revealed a small crack on the surface of the female luer. Functional and pressure testing were performed; no leaking was observed from the syringe/needleless valve connection and the valve was able to be flushed with no issues noted. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an rn was drawing back with a syringe for lab draw, but there was no return of IV fluid or blood. After syringe was removed, blood leaked from the tip of the needleless connector. The connector also failed when doing a ns flush. There was no patient harm reported.